Manufacturer narrative:
Approximate age of device ¿3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was admitted for abnormal pump parameters with worsening heart failure. Cta chest discovered outflow graft compression with partial obstruction. The patient underwent a successful outflow graft stenting in the cauterization lab. The final imaging noted a guide-wire that became louged in the vad impeller causing a spike in power and temporary stoppage of power flow. The patient was taken to the operation room (or) for a emergency pump exchange. Log file analysis noted a low flow alarms and red heard alarm with a pump stoppage advisory. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump could not confirm the reported outflow graft compression as the outflow graft was not returned for evaluation and no photos or CT scan images were provided by the account. However, evaluation of the pump confirmed damage to the rotor and blood tube consistent with the report of a guidewire becoming caught in the rotor during the patient¿s support on the device. The device was returned assembled with the percutaneous lead cut approximately 2.5 inches from the pump housing, and two additional segments approximately 6 inches and 7 inches long were returned. The distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. A bend relief collar was returned detached from the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations; however, examination of the blood-contacting surfaces revealed scratches and scoring to the rotor near the bearing cup and scratches and scoring in the blood tube which is consistent with the report of a guidewire being caught in the pump during operation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. No further information was provided. The manufacturer is closing the file on this event.